Manufacturer narrative:
(B)(4). Date of birth: 1942. Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 6 catalog # 42500606002 lot # 62417671, articular surface fixed bearing posterior stabilized (ps) right 10 mm height catalog # 42521400710 lot # 62491943. (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient had a knee arthroplasty. Subsequently, the patient was revised due to loosening of tibial prosthesis. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, event, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Surgical notes were not provided; the follow up email noted that on (B)(6) 2016 patient was administrated anti-inflammatory medications for unknown reason. The x-ray and clinical checks included information on possible loosening, but the x-ray dated around 2016 were not provided. The post-ops x-rays were provided dated on (B)(6) 2014 and on (B)(6) 2018 cannot be reviewed since the they were several weeks within initial and revision implant procedures respectively. Per package insert 87-6204-055-23 rev a persona the personalized knee system: loosening is known adverse effect of this procedure. However, a definitive root cause cannot be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a right knee arthroplasty. Subsequently, the patient was revised due to loosening of the tibial prosthesis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.